Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery in the right femur, when drilling a 4.0mm short ao pilot drill broke. The smaller pieces were retrieved with the aid of pliers. The procedure was resumed, without any delay, using the same device. No damages to the patient's health were reported.

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the device fractured. The device shows signs of use. The clinical/medical investigation concluded that, per complaint details, the provided image of the broken drill/tip appears to support the complaint but does not provide insight into the root cause of the reported event. As of the date of this medical investigation the requested medical documentation has not been provided and no clinical root cause can be concluded to have contributed to the reported event, although a user technique cannot be ruled out as a potential contributing factor. Further patient impact would not be anticipated based on the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.